Manufacturer narrative:
(B)(4). Date sent: 9/15/2023. D4: batch # 782a77. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? Answer: "the salesperson was inside the or during the insident. No ,the device was not locked on tissue, the stapler was loaded with a black cartridge and also seamguard(staple line reinforcement) from gore. The surgeon close d the jaws and entered the thorasic cavity, then the stapler couldn't open in order to catch the tissue. The surgeon has used electric power stapler from jnj about 6 times before with no problem. We did all the steps you mentioned in our try to open the jaws. At the end of the surgery I used a wedge just to open the jaws a little just to take the seamguard out because it was wet on fluids and blood from entering the thorasic cavity the jaws never opened." Investigation summary. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with the anvil and closure trigger in the close position with no apparent damage. However, the knife was not completely in the home position causing the jaws not open as expected. The bailout lever was moved up and the override lever was activated one time, and then, the jaw could be opened by pressing the release button. Also, a gst60t reload loaded on the device. The reload was received partially fired 1/2 with a buttressing material on the reload deck.  The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, the returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information.   As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 782a77, and no non-conformances were identified.

Event description:
It was reported that the operation was vats bullectomy and the surgeon had already put the cartridge to the device. He put it in the trocar, got inside the thorax , but when he tried to open it again to catch the tissue, the jaws could not be opened. He changed the device and the cartridge and finished the operation. No patient consequences reported. No further information is available.